Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt was unable to run detect or treat. The cause for the failure was isolated to an broken blue (can l) wire and damaged orange (+5v) in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.